Event description:
It was reported after inserting the device into patient's vessel the balloon cannot be inflated. The balloon was found ruptured when checked. The issue occured with four devices. No injury was reported to the patient. Note: this is report 4 of 4 related to the fourth catheter used in the event. Report 1220948-2024-00001, 1220948-2024-00002, 1220948-2024-00003 were submitted for the first, second, and third devices involved in this event.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. CAPA 2021-009 was previously opened to address this issue. No further action needed at this time. Note: this is report 4 of 4 related to the fourth catheter used in the event. Report 1220948-2024-00001, 1220948-2024-00002, 1220948-2024-00003 were submitted for the first, second, and third devices involved in this event.